Manufacturer narrative:
Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an navigation device being used for a catheter placement procedure. It was reported that during the procedure the system became unresponsive when the surgeon was in navigation. The site decided to abort the use of navigation. It was later noted that someone at the site had inadvertently stepped on the footswitch and froze navigation. The surgeon reported that the system was in fact responsive and showing green status on the instruments, however, the anatomy would just not come into view. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.